Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had experienced a work related injury and had a severe exacerbation of low back and bilateral radicular pain. A CT scan of the lumbar spine as well as a CT myelogram of the entire spine was performed and surgery was recommended. Surgery intervention included decompression of l2-l3, l3-l4 with posterior arthrodesis from l3-l4. The surgery was unrelated to the infusion therapy/device. Post-op the patient experienced a fever and serosanguineous drainage and pain at the wound site. The patient was treated with antibiotics. The leakage resolved and the wound was clean dry and intact. Upon discharge the patient was afebrile. The patient experienced shaking of his bilateral upper extremities which the patient had previously. The patient believed it was related to his decreasing medication in the morphine pump. It was noted the patient was ¿well appearing.¿ there was no drainage or erythema from the wound. The patient was to be transferred to subacute rehabilitation.

Event description:
It was reported, the patient experienced a spine infection which began a couple days ago. The spinal infection may be related to a spinal surgery and ¿hopefully not¿ related to the pump. The dose was being decreased as the hcp did not want to perform a refill until the infection cleared. The pump was delivering morphine.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).